Event description:
The pt reportedly experienced intermittency while using their sound processor. In december 2003, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Two days later, the pt was seen by a company representative. Testing performed confirmed that the device was performing intermittently. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.